Manufacturer narrative:
Review of the device history record (DHR), supporting quality records, and unused companion samples confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that part of the outer fabric of the bladder support was missing after removal and the inner silicone was exposed. She did not seek medical attention but called her doctor to inform them what happened. Consumer stated she was doing fine after her experience with the device.